Manufacturer narrative:
Upon follow up it was confirmed the peritonitis was not caused by a breach in aseptic technique. The patient was not recovered from the event of peritonitis; therefore, the pd catheter was removed (six days after diagnosis of the peritonitis). Two days later while hospitalized, the patient passed away. The cause of death was due to myocardial infarction. Antibiotics were ongoing at the time of death. It was unknown whether an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as event onset. The cause was reported as the patient being malnourished. On the same day as onset, the patient began treatment with injection amikacin (150 mg, stat dose and route not reported), injection vancomycin (1 gm, start dose and route not reported), reflin (500 mg in each bag, once in four hours, intraperitoneally) and fortum (500 mg, in each bag, once in four hours, intraperitoneally) for peritonitis. On same day of admission, the patient was discharged. Treatment with amikacin, vancomycin, reflin and fortum was ongoing at the time of report and the patient was recovering. Pd therapy was ongoing. Additional information is not available.